Event description:
Patient crm was implanted with the syncardia temporary total artificial heart (tah-t) at university of (B)(6) on (B)(6) 2012. He was subsequently switched from the circulatory support system (css) console to a portable freedom driver and discharged to home. Customer reported that on (B)(6) 2012, after 163 implant days, the patient developed a circumferential tear in the distal portion of his left cannula near the cpc connector. The "inner tube" of the cannula remained intact, and there was no reported leak of air. The patient went to the hospital, and his left cannula was wrapped with safety tape. Stability of the cannula was confirmed. There was no patient impact.

Manufacturer narrative:
Since PMA approval in 2004 to july 31, 2012, there have been a total of (B)(4) worldwide that have experienced cannula tears. Syncardia conducted a review of incoming records for the cannula material. No adverse trends were identified with respect to the patients affected and the lot of cannula used. Since PMA approval in 2004 to july 31, 2012, there have been a total of (B)(4). None of the patients experienced any injuries as a result of the cannula tears. Therefore, the risk associated with this issue is low for occurrence and low for severity. Syncardia has requested that the tah-t and cannula be returned for investigation after the patient has been transplanted. The results of the investigation will be provided in a supplemental MDR.